Event description:
The customer observed a falsely elevated architect stat high sensitivity troponin-I result for one patient. Results were not reported to the medical provider. The following data was provided (customer¿s normal range is 0.030-0.118 ng/ml): on (B)(6) 2025, sample ID: (B)(6); 1st draw results= 0.013 ng/ml. On (B)(6) 2025, sample ID: (B)(6); 2nd draw results = 0.181, < 0.010 on this instrument & < 0.010 on the architect i1000, sn: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Complete information for section a1: patient identifier: sid: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect i1000 analyzer, list number 01l86-40 to the architect troponin reagent 2k41-27, lot 36403un25. MDR number 1415939-2025-00026 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated architect stat high sensitivity troponin-I result for one patient. Results were not reported to the medical provider. The following data was provided (customer¿s normal range is 0.030-0.118 ng/ml): on (B)(6) 2025, sample ID (B)(6); 1st draw results= 0.013 ng/ml. On (B)(6) 2025, sample ID (B)(6); 2nd draw results = 0.181, < 0.010 on this instrument & < 0.010 on the architect i1000, sn (B)(6). There was no impact to patient management reported.